Event description:
Device malfunction : balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: intervention. Consumer medwatch report received states, "event desc: balloon burst when expanded to 26 atmospheres. Catheter pulled out of body and balloon dislodged off wire and was found under fluoro to be in iliac. Retrieval device used to retrieve balloon." Customer report source contacted and the following additional info was received: it was reported that during post-dilatation of the iliac artery, the viatrac balloon was inflated to 26 atmospheres and ruptured. Upon removal of the catheter from the pt's anatomy, the balloon dislodged from the guide wire and was seen under fluoro in the iliac. An unspecified snare device was used to retrieve the entire balloon and the procedure was completed. There were no adverse pt effects and no additional info was provided.

Manufacturer narrative:
Balloon inflated above rbp - eval summary: the device was reportedly discarded and was not available for eval. An analysis of the product may have aided in the determination of a cause for the reported difficulty. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification, tortuosity, insufficient preparation prior to use, and inflation above the rated burst pressure (rbp). There was no report of any leaks noted during product preparation, which suggests that the balloon was not damaged prior to use. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. It should be noted that in the warnings section of the product instructions for use (IFU) it states, "balloon pressure should not exceed the rbp. Refer to the product label for device specific info. The rbp is based on results of in-vitro testing. At least 99.9% of balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization." The rbp for the rx viatraqc plus catheter is 14 atmospheres. As reported, the catheter was pressurized to 26 atmospheres. Additionally, a review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event. A query of the complaint-handling database did not reveal any similar complaints for this part and lot number combination, which suggests that there are no lot specific product quality deficiencies. Based on the evals, there is no indication to suggest that materials or workmanship may have caused or contributed to the balloon rupture. It is likely that inflating the balloon catheter above the rbp may have contributed to the difficulties experienced during the procedure.